Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient with a posterior fossa mass status post craniotomy for tumor resection underwent ventriculostomy catheter removal. During the procedure, a 3.2 cm portion of the distal tip of the external ventricular drain fractured and was retained. The retained segment was then removed in the operating room. No further information was provided.